Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 29jan2019. The manufacturer's quality assurance analyst confirmed that the front operating panel was faulty. The manufacturer's international service technician replaced the power overlay switch to address the reported problem. The ventilator is back in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a faulty light emitting diode (led). No patient or user harm was reported. The event date was not specified; estimate used.